Event description:
The manufacturer received information alleging an exhalation valve condition occurred. The patient was placed on another device. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that the device had failed the active exhalation verification system test on the device. A philips field service engineer (fse) was dispatched to the customer site for this issue. The philips fse evaluated and determined the active exhalation control module and system board would need to be replaced to resolve the issue for this device.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an exhalation valve condition occurred. The patient was placed on another device. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that the device had failed the active exhalation verification system test on the device. A philips field service engineer (fse) was dispatched to the customer site for this issue. The philips fse evaluated and determined the active exhalation control module and system board would need to be replaced to resolve the issue for this device. The system board and active exhalation control module were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and active exhalation control module functioned as designed and operated without issue or error codes.